Event description:
It was reported during implant procedure that the left ventricular lead exhibited a failure to advance through multiple catheters. This resulted in a protracted procedure and the patient lost approximately 1 litre of blood during the operation. The lead was exchanged. The patient was stable.